Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission of the implantable pulse generator (ipg) showed episodes that occurred a year ago with no n-physiologic intervals that were possible electromagnetic interference. The ipg remains in use. No patient complications have been reported as a result of this event.